Event description:
A device was used in a bariatric proocedure. During the procedure, about an inch of the trocar broke off into the pt as the surgeon torqued the instrument. The part that broke off was retreived by the surgeon, and the case was completed as intended. There were no pt consequences.